Event description:
Manufacturer's ref.#: (B)(4)

Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. The ventilator failed internal leakage and safety valve tests during pre-use check. The conclusion was that the nozzle units of the gas modules and the inspiratory valve. The device logs were not received and no parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
It was reported that the ventilator failed internal leakage and safety valve tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).